Event description:
New information notes that programming changes were made at device check.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, t-wave oversensing was noted on both tachy and af events. Programming changes were suggested. The patient was stable before, during, and after the device check.